Manufacturer narrative:
(B)(4)

Event description:
This rv lead was repositioned during an ra lead revision. The helix of this rv lead was found screwed in only one turn. It was redeployed and the screw was turned several times. The ra lead helix was found completely inside the lead. It was explanted and replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.